Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a total hip procedure the implant outer package was opened and inside plastic cover was noticed to have a hole in the corner. Implant never made it onto the sterile field. Another identical implant that was already at the facility was opened in its place with no delay to the surgery. No additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: b4, b5, g4, g7, h2, h3, h6, h10. The event was confirmed with product and photographs received. Evaluation of the returned product/photographs provided confirmed the sterile packaging blister and pouch are damaged. Further evaluation found debris inside the sterile packaging which is consistent with the appearance of foam debris from the foam packaging. Sterility has been compromised. DHR was reviewed and no discrepancies relevant to the reported event were found. The likely condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event it likely to be damage during transit. A corrective action was opened to assess all current sterile barrier systems used to package products at zimmer biomet bridgend. As part of this action, the pouch is being improved to use a stronger material (nylon), and foam end caps are being added. Also, the orientation the devices are packed in the shipper box is moving from vertical to horizontal, and the thickness of the shipper box has been increased. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.